Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had intermittent power cable disconnect alarms when the patient connected to the battery. It was noted that the patient taped the driveline and connected to help with manual dexterity. The alarms were due to modular cable damage. The event log files captured connection and voltage issues on the battery and mobile power unit. The system controller was exchanged which resolved the issue. The batteries and battery clips were inspected and were in good condition.

Event description:
The alarms were thought to be due to the modular cable being torn which caused damage to the cable.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported event of low voltages and damaged power cables was confirmed via log file analysis and submitted images, respectively. A review of the log files contained data spanning approximately 12 days ((B)(6)2024 per timestamp). Throughout the entirety of the log files, while connected to any power source, the relative state of charge (rsoc) voltage associated with either power cable was fluctuating. The voltage fluctuations did not cause alarms to activate within the log files. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Images submitted by the customer revealed rescue tape covering damage to the black and white power cables. Information provided by the account stated that power cable disconnect alarms intermittently activated. The system controller was exchanged, and the event resolved. Additionally, the batteries and clips were inspected and were in good condition. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.